Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a burn on camera cover a root cause could not be identified for the focus failure since it could not be reproduced. Regarding the additionally identified malfunction, the most probable cause is a degradation problem due to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex video scope presented a focus failure. There were no reports of patient involvement.